Event description:
It was reported that the previously reported stroke, was treated with medication. Plavix was also restarted.

Manufacturer narrative:
Results: cva/stroke. Conclusions: cva/stroke. (B)(4).

Event description:
During index procedure the patient had four endeavor sprint drug eluting stents implanted one in the rca and three in the obtuse marginal. Approximately 4 years post the index procedure the patient suffered a stroke. Investigator has assessed that the event was not related to the study device. It is reported that the patient was left with permanent impairment and is continuing without treatment. The patient was taking aspirin prior to the event.